Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01387 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure they had two clips that would not deploy/release from the catheter, after grasping tissue. The physician pulled each of them out of the patient, but did not create more of a bleed. The physician completed the procedure with a third of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.